Manufacturer narrative:
The subject otv-s7proh-hd-12e was returned to olympus medical systems corp. (Omsc). The subject otv-s7proh-hd-12e and a video system center (omsc asset) were connected to check the operation of the subject otv-s7proh-hd-12e. As a result, when the video system center was turned on, the image of the otv-s7proh-hd-12e shown on the monitor remained in black (blank screen). The similar phenomenon as reported malfunction was reproduced. Moreover, when checking the watertightness of the subject otv-s7proh-hd-12e, the video plug was not watertight. Furthermore, a crack was detected in the video plug shell by visual examination of the outer case of the video plug. The repair history of the subject otv-s7proh-hd-12e was reviewed and no repair records were found for this device. It is considered that water ingress into the video plug through the crack could cause the failure of the video plug circuit board inside. Because five years and four months have elapsed since the subject otv-s7proh-hd-12e was manufactured, there is a possibility that the shell defect (a crack) occurred due to an age related degradation.

Event description:
During an unspecified ent procedure using the otv-s7proh-hd-12e, the image of camera showed on the monitor suddenly turned black (blank screen). The user replaced the subject otv-s7proh-hd-12e with another similar unspecified camera head and completed the procedure. There was no report of the patient¿s injury regarding this event other than the replacement of the subject device.

Manufacturer narrative:
This is a supplemental report to MFR report # 8010047-2018-00892. The subject otv-s7proh-hd-12e was returned to olympus medical systems corp. (Omsc). The subject otv-s7proh-hd-12e and unspecified video system center (omsc asset) were connected to check the operation of the subject otv-s7proh-hd-12e. As a result, when the video system center was turned on, the image of the otv-s7proh-hd-12e shown on the monitor remained in black (blank screen). The similar phenomenon as reported malfunction was reproduced. The cable unit in the otv-s7proh-hd-12e was out of order. The ccd unit in the otv-s7proh-hd-12e was also out of order. There was no trace of water intrusion into the inside of the camera head body containing the ccd unit. It is considered that the out of order of the ccd unit occurred as follows. First, water penetrated from the crack of the video connector part of the cable unit. Electrical problems such as electrical short circuit occurred in that part. The ccd unit was out of order due to electrical influences such as short circuit.